Manufacturer narrative:
As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per medical records, history includes super morbid obesity, mental depression, gastro-esophageal reflux disease, stress urinary incontinence and dyspnea on exertion, pulmonary embolus and deep vein thrombosis. The patient's surgical history includes: mediastinotomy, sarcoidosis, two cesarean sections and a cholecystectomy. The indication was prophylactic prior to roux-en-y gastric bypass surgery. A venocavogram located the renal veins and assessed the caliber of the ivc. The filter was successfully deployed in an infrarenal position. There were no reports of complications. The filter malfunctioned including tilted and multiple prongs extend beyond the ivc. Approximately nine years and seven months post implant, a CT scan reveals the infrarenal filter in place, the prongs of the device beyond the confines of the ivc, and a slight rightward tilt of the filter, superior margin compared to the inferior margin, correlating with the course of the ivc. Per the patient profile form (ppf), the patient reports perforation of the ivc and tilt along with mental anguish and fear. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
After further review of additional information received. Additional information is pending and will be submitted within 30 days of receipt.

Event description:
Additional information received per the medical records indicate that the patient has a history of super morbid obesity, mental depression, gastro-esophageal reflux disease, stress urinary incontinence and dyspnea on exertion. The records also state that the patient had a pulmonary embolus with one pregnancy and deep vein thrombosis with another pregnancy. The patient's surgical history includes: mediastinotomy and found sarcoidosis, two cesarean sections and a cholecystectomy.   The filter was placed prophylactically prior to roux-en-y gastric bypass surgery. The filter was placed via the right common femoral vein. It was deployed with the apex of the filter at the level of the renal veins. A cavogram showed good positioning and centering of the filter. The patient tolerated the procedure well without immediate complications. Approximately nine years and seven months post implant a computed tomography (CT) scan was performed to evaluate the filter. The findings noted inferior vena cava (ivc) infrarenal filter in place, the prongs of the device beyond the confines of the ivc, and a slight rightward tilt of the filter, superior margin compared to the inferior margin, correlating with the course of the ivc.   Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter strut(s) outside the inferior vena cava (ivc) and tilt approximately nine years and seven months post implant. The patient also reports mental anguish and fear that the filter might cause further damage.

Manufacturer narrative:
Occupation: other, (B)(6). That the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused filter tilt and multiple prongs extend beyond the vena cava. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the tilt and perforation has not been reported at this time and a clinical conclusion could not be determined as to the cause of the event. Without images available for review the reported events could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to filter has tilted and multiple prongs extend beyond the vena cava.